Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The dislodgement allegation was not confirmed as per laboratory observations and field report were insufficient to verify dislodgement. The no problem detected was based on the analysis of the returned product. Further, the analysis found no evidence f device defect, malfunction or damage outside the bounds of normal medical use. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Additional information indicated that the physician performed a revision and was working well. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Additional information indicated that the physician performed a revision and was working well. This rv lead remains in service. No additional adverse patient effects were reported.